Manufacturer narrative:
(B)(4). Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No unexpected pump error 23 were noted during testing either. Pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump received power loss alarm multiple times. Customer stated they were able to clear the alarm also able to rewound the insulin pump. Customer stated the insulin pump was neither stored nor without a battery for > 8 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.